Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event of peritonitis which warranted antibiotic therapy. The pdrn stated the peritonitis was caused by touch contamination. Those persons undergoing pd therapy are known to be at high risk for developing peritoneal infections. Based on the information available, there is no evidence or indication the liberty select cycler and/or liberty cycler set caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized due to peritonitis. The pdrn reported the organism identified was (B)(6) due to touch contamination. The patient was treated with vancomycin (dosage, route, frequency not provided) as an outpatient. No additional information was available.